Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Cts instructed the customer to remove the cartridge, inspect the o-ring, clean the pneumatic tap area, and attach the cartridge, but the customer was unable to successfully load the cartridge. Further troubleshooting was required.